Event description:
I had a pinnacle hip implant made by depuy installed in my left hip in 2006. The device was metal on metal, which depuy promoted as the best, longest lasting hip implant. Approximately 5 yrs later ((B)(6) 2012), I started experiencing extreme pain in my left hip again. I saw my doctor, who recommended blood tests which showed high levels of cobalt and chromium, the metals in the device designed by depuy. My doctor also recommended an MRI to look for tissue damage, and the MRI showed a large fluid mass around my left hip. My doctor recommended a complete revision of the hip implant, and I had the revision surgery on (B)(6) 2012. The metal on metal components were removed and replaced with ceramics.